Manufacturer narrative:
Three opened 25 gauge (ga) cannula/hub assemblies in a tray were received. The returned samples #1 and #2 were visually inspected and were found to be non-conforming with damage to the septums and hubs (cracked at windows). Sample #3 was visually inspected and was found nonconforming with damage to the hub (cracked at window). Leak testing could not be performed due to the damage to the trocar septums and trocar hubs. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The exact root cause for this complaint is unknown; the damaged condition of the trocar valves could have contributed to the reported event; how and when the trocar valves became damaged cannot be determined from the evaluation performed. The three trocar hubs were cracked at the window, how and when the trocar hubs became cracked could not be determined from this investigation. The exact root cause for this complaint is unknown therefore specific action for this complaint cannot be taken. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves and hubs. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported leakage occurred from the trocar cannula during the combination cataract and vitrectomy procedure. The procedure was completed by using a trocar plug. There was no patient harm.